Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the original complaint issue of a broken display was not able to be duplicated. However, the battery was found to not hold a charge, which could cause the display not to function.

Event description:
Dealer is stating that the unit has a broken display.